Manufacturer narrative:
(B)(6) 2011:the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective processor. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's mom contacted lifescan (lfs) alleging that the patient's onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on (B)(6) 2011 at 7:20am. The patient's mother indicated the patient manages his diabetes with an insulin pump. The mother indicated that the patient took his usual dose of medication (type and dose unknown) around the same time the alleged issue began. A couple of minutes after the alleged issue began, the mother stated the patient was not feeling good, was irritable, and tired. According to the mother, the patient did not seek any medical treatment due to his symptoms. At the time of troubleshooting, the cca noted the patient was not a new user to the subject meter, there was no misused to the meter, and the correct test strips were used. The alleged issue was not resolved with training since the power button and test strip insertion per the owner's manual did not turn the meter on. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged power issue was not resolved with troubleshooting.